Manufacturer narrative:
(B)(6). Bdj did not receive samples and photos from the customer facility for evaluation, therefore the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: there was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that a bd vacutainer® brand tube with dipotassium edta 13x75 2 ml tube had cracked after centrifugation. No serious injury or medical intervention reported.